Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were bent-gusset area. The optic was pressed against the post of the lens case and scratched-rejectable. While we were unable to determine the origin of the damage, our observations reasonably suggests the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 02/05/2009 and 02/09/2009 by phone, mail and fax. A completed questionnaire was received.

Event description:
A user facility reported that an intraocular lens (iol) was exchanged due to a bad haptic. Prior to the exchange, the patient reported blurry vision, had maculopathy and a posterior vitreous detachment. During the exchange, a vitrectomy was performed and sutures were placed. The outcome of the event for the patient was reported as "good."